Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable for the imaging system was replaced to restore functionality as the damage was reported to strained on the viewing station end of the cable. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the interface (umbilical) cable was reported to be damaged. It was reported that the issue was discovered when attempting to connect the imaging system to a medtronic navigation system. It was reported that the site connected the igs server and the navigation connection. However, the imaging system did not display a successful connection to the navigation system. It was reported that the ethernet cable was replaced and the bulkheads were bypassed without resolution. There was no patient present when this issue was identified. No additional information was provided.

Event description:
Medtronic received information that, while outside of a procedure, the interface (umbilical) cable was reported to be damaged. It was reported that the issue was discovered when attempting to connect the imaging system to a medtronic navigation system. It was reported that the site connected the igs server and the navigation connection. However, the imaging system did not display a successful connection to the navigation system. It was reported that the ethernet cable was replaced and the bulkheads were bypassed without resolution. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The interface cable was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was confirmed. The cable was testing and passed the bench test. Visual inspection concluded that the cable has normal wear and tear. The cable was installed on a known functional system. Charging, generator, motion and communication were ready. 2d and 3d images were acquired successfully. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.